Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and vaginal prolapse. It was reported that following insertion the patient experienced worsening urinary retention and symptomatic pelvic organ prolapse. It was reported that on (B)(6) 2009 patient underwent mesh revision with anterior/posterior coprophagy and urethrolysis due to chronic sui, urinary retention, cystocele, rectocele, pelvic and vaginal pain. On (B)(6) 2009 patient had the following procedures done; bilateral uterosacral ligament vault suspension, intraperitoneal colpopexy, cystoscopy with suprapubic tube insertion, and extension of suprapubic incision due to loss of #11 blade within the suprapubic incision due to stage 1&2 anterior vaginal prolapse. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.